Event description:
Equipment malfunctioned resulting in erroneous total calcium values for 17 pts. The unit was not off the same value during each test. It fluctuated throughout the time of the malfunction. Rep repaired and all quality controls were run prior to resuming operation. All corrected results were called to physicians. Note: there were no critical values for these pts.